Event description:
The patient had a tortuous right iliac artery. After the main body sheath was placed, an iliac rupture was noted. The sheath was removed and the procedure was converted to an open surgical repair. The cause of the rupture is unknown. The patient made it through the surgery, but his current condition is unknown.